Event description:
The hosp reported that during the first coronary artery bypass graft procedure, the seal did not deploy. The surgeon used a side biter clamp to complete the anastomosis. No add'l pt complications were reported.